Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield distal segment of pushwire and braid were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The phenom 27 catheter used in this event was not returned for analysis. Damage location details: the distal segment of pushwire was returned for analysis and the proximal segment was not returned. Therefore, any contributing factors could not be assessed. The distal hypotube was found to be broken. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. Testing/analysis: the broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have resistance in catheter as the distal hypotube was found to be broken. The broken end failed via fatigue then overload. It is possible that the severe vessel tortuosity may have contributed to the reported issues. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis findings medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that they cannot speculate what caused the device failure. All they know is that the wire distal to the push wire detached. There was resistance advancing the pipeline in the distal section of the catheter. The damage observed was the wire distal to the push wire detached at/near the bumper pad.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician indicated difficulty advancing pipeline in microcatheter. The physician began to deploy pipeline and then started to resheath to fold ptfe wings back. They experienced difficulty resheathing pipeline. The physician noticed tip wire was separated from push wire. They removed pipeline and microcatheter together. Completed procedure with another pipeline. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure was reasonable. Ancillary devices include an arrow sheath, navien guide catheter.